Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1a endoleak, migration of the suprarenal stent of 15mm, sac growth, type 2 endoleak, and partial collapse of the infrarenal stent. The 1a endoleak, migration of the suprarenal stent, sac growth and partial collapse of the infrarenal stent were most likely user related due to the off-label neck anatomy. The ir angle of 85 degrees should be less or equal to 60 degrees, as well as the short neck of 2-4mm should be equal to or greater than 15mm per the IFU. The type 2 endoleak is anatomy related and is a non-device related failure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, a stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, a type 1a endoleak was identified (exact date of event is unknown). It was reported that an intervention was completed with an non- endologix stent (medtronic). No further information was provided. As of the date of this report, there have been no additional patient sequelae reported.